Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (won't power up) has been confirmed. Upon investigation the monitor's j1 battery connections were dirty and worn, causing intermittent connection with the battery and intermittent failures. The root cause of the contaminated switch is liquid ingress of an unknown contaminant. Lifevest patient training materials have been updated as a reminder not to expose lifevest electronic components to liquid. No adverse events occurred from the defective monitor.

Event description:
A us distributor returned a monitor and reported monitor will not power up.